Event description:
It was reported that a broken tip was noticed. It is unknown at this time if it was before or during use.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be sent when the investigation is complete. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded or lost at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time.